Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass. Pump received with cracked battery tube threads and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer could not see the screen of the device clearly. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was returned an evaluated by the manufacturer on the initial report. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot, cracked case at the reservoir tube window corner and minor scratched display window. The insulin pump was missing the end cap sticker.